Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 faulted. The staff disabled usm 4 and used three arms for the rest of the case. The staff tried power cycling the system, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported issue. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4 was analyzed and in the system logs, error 32100 was confirmed indicating that there was a hardware IV monitoring error, pointing to the flex+ brake. Installed the psuj onto a golden system where no faults occurred in normal mode and unit functioned as expected. Tested the psuj on a patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related to the reported event. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.